Event description:
It was reported that the head end of the cot dropped toward the ground. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.